Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 2.5, lab: 5.1. Testing occurred within one hour of one another. No patient information provided.